Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that during an IV infusion at 23:00 on (B)(6) 2025, the nurse observed exudate at the external dressing site of the patient's PICC line. The dressing was immediately changed. While flushing the catheter with saline solution, fluid was observed spraying from the catheter tip, rendering it unusable. The site was re-disinfected and covered with a 3m dressing film. An indwelling needle was replaced to continue the infusion. No further details available or provided.